Event description:
It was reported that during a surgical procedure, it was noted that sonopet sleeve melted. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the tip sleeve product reported involved in this event was returned for evaluation. The reported malfunction for a melted sleeve was confirmed on receipt of the product. The product was evaluated by product engineering who concluded that based on the tests completed, there is no evidence that either the tip or sleeve were defective which caused the sleeve to melt. The most likely cause was insufficient irrigation. It may be related to the continuous duty cycle described in the complaint communications (misuse) and / or the lower level of irrigation used during the procedure (not recommended), but this cannot be confirmed.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, it was noted that sonopet sleeve melted. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.